Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and the customer had high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, due to unexpected restart alarm. Customer also received watchdog timeout error. Customer reported that the insulin pump had blank display. Customer was advised to insert new battery and display did returned. Customer did not want to continue to use insulin pump and wanted replacement. The insulin pump will be returned for analysis.